Event description:
It was reported the remote monitor did not get any power when plugged into power outlets after a storm. A new power cord was being sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's wife reported that following a storm, the monitor does not receive power from any outlet in the house. A new power cord was sent and the monitor remains in use. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.